Event description:
It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small. It was reported that there was a clear and colorless liquid on top inside package. Timing when complaints occurred was before opening the package. Not opened the package and replaced with a new one. The procedure was completed without patient's consequence. Foreign material inside of packaging is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received a photo of the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 3-apr-2023, the product investigation was completed. It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small. It was reported that there was a clear and colorless liquid on top inside package. Timing when complaints occurred was before opening the package. Not opened the package and replaced with a new one. The procedure was completed without patient's consequence. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, an oily substance was observed inside the pouch of the vizigo sheath. Visual analysis revealed an oily substance inside the package and on the irrigation tube of the device. Fourier transform infrared spectroscopy [ftir] analysis was performed, and the infrared (ir) data reveals that the unknown material is principally composed of timethoxy (3,3,3-tri fluoro propyl) silane-base material. Based on the preliminary investigation performed, it was confirmed that the ¿moisture/humidity¿ reported by the customer could be related to the silicon coating applied to the hemostatic valve surface. This silicone coating is accidentally migrating to the film section of the pouch due to the quantity applied; since it was found where the hemostatic valve is placed inside the packaging. Due to the condition of the silicone coating, an internal action was opened. The issue reported by the customer was confirmed. This product issue will be addressed through bwi¿s quality system. A device history record review was performed for the finished device 00002151 number, and no internal actions related to the complaint were found during the review. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-feb-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).